Event description:
It was reported that this pacemaker system was explanted due to unknown reasons. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported that this pacemaker system was explanted due to unknown reasons. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.